Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2009-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds, high impedance due to a possible fracture and oversensing in the real-time telemetry. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.